Event description:
The distributor contacted animas on (B)(6) 2013 and reported that segments of the display screen were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be discolored. No segments were found to be missing when investigation navigated through the display screen menus. A test screen was inserted and was found to be fully functional with no signs of discoloration.